Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The equipment was received in vyaire facility and placed on extended test/run-in. No root cause has been determined at this time since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 had transducer malfunction. The reporter confirmed that there was no patient involvement associated on this event.